Manufacturer narrative:
A case of lead replacement was reported to abbott. On 14sep2023, rep emailed to report that patient came in to get her cervical boston leads switched to an abbott paddle. Dr. (B)(6) performed the procedure with no complications and therapy was restored. There is no product returning due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation from their system. It was found that the lead had multiple impedances. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced, resolving the issue. Note: investigation was unable to determine which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch adap, model: 2321, UDI: (B)(4), serial: (B)(6), batch: 8215014.